Event description:
Pt had quadruple coronary bypass. While still in operating room, intraaortic balloon inserted, alarm sounded indicating helium leak. Balloon pump changed to second pump, all connectors checked, all tubings changed. Leak alarm continued. Second balloon inserted same problem. Alarm continued to indicate leak, unable to keep balloon inflated. Unable to determine source of leak, or resolve problem.